Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that the customer experienced two low blood glucose (bg) levels on 03/05/24 where the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm), and on 03/07/24 of 42 mg/dl. The low bg causes were not known. The customer consumed carbohydrates to address bg for all low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.